Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's device was "not working" and something about the "battery life." The patient also stated he would be having a pump implanted in the near future. The patient declined to be connected to technical services, so no additional information is available. If additional information is received, a follow up report will be sent. No symptoms were reported. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.